Event description:
It was reported that the patient's leads migrated and the patient experienced undesireable stimulation due to the event. The entire system was replaced and reprogrammed on (B)(6) 2012. It was noted that the patient recovered without sequelae. It was also reported that the patient was oversedated at implant, so the patient could not be woken up to determine lead optimization. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product typ lead; product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(4). Product typ lead. (B)(4).